Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation found user's experienced was attributed to a broken charge coupled device wire in the bending section on the endoscope.

Event description:
The hospital reported they experienced a total loss of image on three separate occasions. The image was unable to be retrieved, and the procedures were all completed with the use of another similar device. There were no allegation of harm.